Manufacturer narrative:
Submitted 09/30/2015 as follow-up #1: a review of the complaint record indicated that there was no blood glucose excursion related to this casing/condition complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had a cracked battery compartment and the patient had a blood glucose of 50 mg/dl, with blurred vision and severe dizziness. The patient required no unusual treatment. This complaint is being reported because the patient experienced hypoglycemia and the casing issue was not resolved.